Manufacturer narrative:
Currently in process of evaluating.

Event description:
Pt being treated with cook ibd and aortic grafts. V12 implanted into internal iliac artery. The balloon was very slow to deflate. Reinflated and then repeated deflating steps with insufflator and syringe, not completely emptied however able to with draw through sheath. Contrast still visible in balloon.